Event description:
Customer reported a malfunction on the pump. Customer¿s blood glucose (bg) level was 600 mg/dl. Elevated bg was address by a manual insulin injection and did not require third-party assistance. Technical support guided the customer in resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised that they may continue using the pump and to call back if any future issues arise.